Event description:
The manufacturer received information alleging "preventive maintenance to be carried out" for a trilogy evo, france device. There was no allegation of patient harm. During evaluation of the trilogy evo, france device at a third-party service center, an error evt_internal_batt_failed was discovered in the event log. The technician recommended replacing the device's internal battery to address the issue. No repair was performed; the unit was not serviced due to customer's request. Additionally, the detachable battery needs to be replaced to address an evt_detach_batt_failed error. The system board needs to be replaced to address evt_hard_power_fail and evt_start_stop_latch_reset_stuck codes found in the event log.

Manufacturer narrative:
The manufacturer previously reported information received alleging "preventive maintenance to be carried out" for a trilogy evo, france device. There was no allegation of patient harm. During evaluation of the trilogy evo, france device at a third-party service center, an error evt_internal_batt_failed was discovered in the event log. The technician recommended replacing the device's internal battery to address the issue. No repair was performed; the unit was not serviced due to customer's request. Additionally, the detachable battery needs to be replaced to address an evt_detach_batt_failed error. The system board needs to be replaced to address evt_hard_power_fail and evt_start_stop_latch_reset_stuck codes found in the event log. Upon further review, it was discovered that the information was received by the manufacturer on 08/23/2024. The become aware date has been updated in this report to reflect this information.